Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported at the 4-40 stud was broken off after the unknown case was completed while removing the instrument. No patient consequence was reported.